Manufacturer narrative:
After battery installation device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement and displacement test or verify unexpected error message due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose levels was 130 mg/dl. The customer was assisted with troubleshooting. The customer was also reported that insulin pump did not turn on during self test, insert battery alarm did not display on the insulin pump screen. The customer was advised discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.